Manufacturer narrative:
(B)(4). It was reported that a patient, underwent an atrial flutter right (r-afl) procedure with an ep-shuttle rf generator system-100w and suffered a second degree burn which required general care and was having clinical follow-up by the dermatologist. The patient¿s medical history is unknown. After the procedure, there was an erythematous and bullous cutaneous lesion at the site where one of the reference electrodes of the carto 3 system was placed in the dorsal region. The patient complained about a local pain and received only general care on the lesion without the application of topical medications. The patient had been discharged after one day without any complaints. One month after the procedure for the return visit to the doctor's clinic, the patient complained of two lesions. One was located in the left shoulder and the other located on the left shoulder blade region with a necrotizing feature diameter about 1.5 cm without symptoms. The patient had been having only clinical follow-up by the dermatologist for observation. There had been no intervention. Repair follow-up was performed and the device was not shipped for service. Service was declined. The complaint was unable to be confirmed. The device history record (DHR) review verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. There is no indication that the physician deviated from the recommended bwi device instructions for use. The minimum size of an indifferent electrode to be used with the stockert rf generator has a surface area of 124 cm2. Concomitant products: 1.carto 3 system external reference patches: model #: unknown; lot #: unknown. 2.smart touch unidirectional catheter: model #: d-1336-02-s; lot #: 17139975m. 3.carto 3 system: model #: fg-5400-00m; serial #: (B)(4). 4.coolflow pump: model #: unknown; serial #: unknown. 5. Non biosense webster: skintact indifferent electrode. (B)(4).

Event description:
It was reported that a patient, underwent an atrial flutter right (r-afl) procedure with an ep-shuttle rf generator system-100w and suffered a second degree burn which required general care and was having clinical follow-up by the dermatologist. The patient's medical history is unknown. After the procedure, there was an erythematous and bullous cutaneous lesion at the site where one of the reference electrodes of the carto 3 system was placed in the dorsal region. The patient complained about a local pain and received only general care on the lesion without the application of topical medications. The indifferent electrode was in good condition with regard to its quality and single-use. The indifferent electrode was not available in the operating room so that the placing of it on the patient was performed at the time of the patient preparation by a hospital staff member when the patient was under general anesthesia. The indifferent electrode was placed on the patient's back near the heart. There was no assurance if the indifferent electrode was in complete contact with the patient's back. There was no suspicion that the indifferent electrode patch (brand: skintact) was related to the event. The indifferent electrode was at least >124 cm2. The impedance was 130 ohms and 30w limited power in a total of 40 minutes ablation with a minimum of 10 seconds and a maximum of 4 minutes. The patient had been discharged after one day without any complaints. One month after the procedure for the return visit to the doctor's clinic, the patient complained of two lesions. One was located in the left shoulder and the other located on the left shoulder blade region with a necrotizing feature diameter about 1.5 cm without symptoms. The patient had been having only clinical follow-up by the dermatologist for observation. There had been no intervention. The physician did not provide a causality opinion for the cause of this adverse event.